Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. No post-implanted sutures were received. The returned used needled segment was 41cm long with a broken end. The circumstances and force required to cause the breakage could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that six days after a spay procedure, the cat returned with post op suture breakage.

Manufacturer narrative:
Conclusion: representative samples were visually and functionally evaluated. Upon evaluation, samples were found to meet specifications.